Event description:
A customer reported that during a procedure, the footswitch was not recognized. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface (pcb) printed circuit board was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2011. Based on qa assessment, the product met specifications at the time of release. A footswitch interface was received for evaluation. A visual assessment of the returned footswitch interface pcba revealed diode cr7 component was severely burnt. The returned footswitch interface pcba was installed onto a calibrated infiniti system. The system was turned on and allowed to boot. The system could not recognize the footswitch upon completion of the boot-up sequence. No additional test was performed. The root cause of the reported event can be attributed to burnt diode component on the footswitch interface pcba. (B)(4).